Event description:
International customer reports that a needle broke during a laparoscopic gynecologic procedure. The needle fragments were retrieved. No adverse patient consequences were reported.

Manufacturer narrative:
Result: the actual needle was returned for evaluation. The needle was visually examined and shows a fracture in the middle of the needle with needleholder marks at the fracture site. The site also shows indications that the needle was bent upwards prior to breaking indicating that the needle was reshaped. H-6 result: three unused samples were tested for strength and ductility. The samples met specification. Conclusion: user error contributed to the event. The product insert cautions the user that reshaping the needles may cause them to lose strength and be less resistant to bending and breaking. Conclusion: no device failure detected and the product meets strength and ductility requirements.